Event description:
I tried using dexcom g7 device for the first time while traveling to india. The g7 app would not work in india with my us phone. On contacting dexcom they said that the app should have been installed on my phone while I was still in us. Now I will be out of the country for 2 weeks and I cannot measure my glucose due to this issue. Dexcom should make it clear to type 1 patients like me who travel a lot.